Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse reported that the monitor/lcd screen was blank. To fix the issue, the fse replaced the lcd display, display mounting plate and video receiver to lcd cable. The fse then performed all functionality tests and validated calibration. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was not working. The lcd display was blank. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.